Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliates in germany, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by left transfemoral approach. During the procedure, some difficulty was faced when inserting the esheath+ into patient and, when inserting delivery system through the esheath+, the delivery system with the valve got stuck in the esheath+ and the 26mm commander deliver system got kinked. All of the devices were removed as a single unit and another valve was successfully implanted. The patient did not suffer any injury and was in a stable condition. As per pre-decontamination evaluation of the returned devices, the esheath+ was cut through entire length and two struts were bent outwards at the inflow side and one strut was bent outwards at the outflow side.